Manufacturer narrative:
Conclusion: the valve remained implanted, so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: three media files and four static images were provided for review. An executive summary was not provided for anatomical review. From the images provided, it is not clear what caused the dislodgement. However, it appeared the guidewire was not retracted prior to final release of the valve. Per medtronic best practices, the guidewire must be retracted from the apex to release tension from the system prior to final release, to ensure a smooth and stable deployment. It is possible the nose cone could have also contributed to the dislodgement. Medtronic recommends centralizing the nose cone prior to removal of the delivery catheter system (dcs) to avoid interaction with the evolut frame. A non-medtronic valve was implanted at the annulus. A 34mm evolut valve was also implanted in the ascending aorta. The media files do not provide enough information to justify the deployment of the 34mm evolut in the ascending aorta. Additionally, this is not within medtronic best practices. With the limited information available and without a returned valve for analysis, a conclusive root cause for the under expansion cannot be determined. In this event, neither a pre-implant balloon aortic valvuloplasty (bav) or a post-bav were reported for this valve. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut IFU, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, it was reported that prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire, however not centered enough. According to the physician, the cause of the dislodgement was most likely the under expansion of the valve, and the fact that the nose cone was not centered. Review of the device history record (DHR) and frame record for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 26 mm transcatheter bioprosthetic valve, the valve was implanted at a depth of 3-4 mm on the non-coronary cusp (ncc). It was reported that the valve was under-expanded, however the implant team elected to release the valve anyway. The valve was dislodged out of the annulus by the nosecone of the delivery catheter system (dcs). To "fix" the dislodged valve in the ascending aorta, a 34 mm valve was selected. It was reported that an explant was not an option due to the frailty and age of the patient. A non-medtronic (sapien) valve was implanted within the annulus. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID: e volutr-26, serial/lot #: (B)(4), ubd: 03-jun-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was not performed. It was reported that prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire, however not centered enough. According to the physician, the cause of the dislodgement was most likely the under expansion of the valve, and the fact that the nose cone was not centered. The dcs was never twisted or torqued while in the patient. Of note, a confida guidewire was used for this implant procedure. No additional adverse patient effects were reported.